Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID a01411002, serial# unknown, product type: recharger; product ID a01411002, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient had a broken belt. It was noted that a communication problem was reported. It was noted that the patient could not charge their right implant. It was further noted that the patient programmer and implantable neurostimulator recharger (insr) would not connect with the right implant but would connect with the implant on the other side. It was noted that the patient had not noticed anything since she kept stimulation level low and she did not normally feel stimulation. It was noted that simulation was set at 0.8. It was further noted that the patient had 2 systems and that both recharger belts were broken. Additional information was request but was not available as of the date of this report.